Event description:
It was reported the patient had lost 90lbs and the implant has moved from their stomach to the groin area. The patient did not know why they were losing so much weight but was working with their health care provider (hcp) to determine the reason. Since the weight loss the patient has not been able to communicate with the implantable neurostimulator (ins) using the patient programmer. The patient was not feeling stimulation but when they do stimulation it is during the day so they can walk but then they turn it down at night. It was confirmed that the patient programmer battery light was on and that the ins indicator light was not on and there were no beeps. The patient met with their manufacturer representative and the ins icon was flashing indicating a low battery. It was confirmed using the clinician programmer that there was no telemetry because the battery was dead. It was believed that the battery was dead and needed to be replaced however this was not confirmed nor was any intervention scheduled or planned.

Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4), product type: programmer, patient. Product ID: 7 496-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 2000, product type: lead. (B)(4).